Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient could not get their stimulator to work, stating that ¿they didn¿t know if they put something in wrong or what, but it was not working¿. The patient stated that when they turned it on, it was not working and wouldn¿t come on. Patient services had the patient sync with their patient programmer (pp) and their pp showed that stimulation was off. The patient reported seeing the main therapy screen on their pp, but saw the stimulation off icon. It was reviewed how to turn stimulation on, but this did not resolve the reported issue. The patient confirmed seeing the stimulation on icon, but they stated that it didn¿t feel like it was on. The patient reported that both programs one and two had the amplitude set at 10.00. It was indicated that the patient did not have the ability to change amplitude, groups and/or programs. The patient reported that there was nothing at all showing in the group row of the patient programmer screen so it¿s unclear what group the patient was currently on. It was reviewed how to change the settings to text mode, however the patient still was not seeing anything in the group row. The patient stated that they didn¿t know how to get back to seeing groups a and b and when patient services reviewed how to navigate to the group row and toggle to the right the patient was not seeing any groups. The patient stated that when they tried to decrease amplitude they got the lower limit message. The patient was asked if they had seen their healthcare provider (hcp) or had reprogramming lately and the patient stated that they last saw their hcp on (B)(6). The patient was redirected to follow up with their hcp to discuss their concern with their loss of therapy and also for their potential programming needs. It was recommended the patient turn their therapy off again in order to prevent rapid battery depletion (due to their high amplitude settings). Symptoms reported were no stimulation sensation. It was indicated that the change in therapy/symptoms were considered to be a sudden change. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.